Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. The returned battery cap was undamaged and able to fit. The returned battery cap was fastened and then unscrewed a half turn with no reboots occurring. The display screen contrast was dim and reddish. Moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The pump powered up to a hard call service 088 watchdog alarm upon start up. The alleged power complaint was unable to be adequately investigated due to the call service alarm. The pump cover was removed and moisture corrosion was found to the watchdog chip, and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.